Manufacturer narrative:
Additional information has been requested to the representative. No further information concerning this report is available at this time. This investigation would be updated should further pertinent information be provided. Patient code 3191 captures the reportable event of surgery.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to a product performance issue. No additional adverse patient effects were reported.